Event description:
Complainant alleged that while attempting to pace the heart rhythm of a pt, the device failed to capture the pt's heart rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.